Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient was hit on the head and hearing performance with the device is affected.the user has been re-implanted on (B)(6) 2018.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma. The user has been explanted on (B)(6) 2018. Re-implantation is scheduled for late (B)(6) or early (B)(6) 2018.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. Re-implantation surgery was carried out but the device has not been received yet.

Event description:
The recipient was hit on the head. The user has been re-implanted. The explanted device has not been received for investigation.